Event description:
The customer reported that an adult female pt expired about 1 1/2 hrs into their hemodialysis treatment. A gambro svc tech inspected the machine prior to its return to clinical use. It is the dci corporate policy that no other info about the pt or the treatment will be disclosed.